Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, the wire tensioner presented difficulties for gaining adequate tension. The procedure was completed without delay, using a backup from smith & nephew. No patient injury or other complications were reported at the moment. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. Upon functional evaluation, it was determined that the tensioner holds tension initially but once repeated use was performed, the tension seemed to loosen up. Per inspection of the part, the device is worn and the clamping mechanism shows signs of wear where the tensioning occurs. This wear would cause the device to lose tensioning capabilities over time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.